Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported, that during advancement of the gore® excluder® aaa endoprosthesis contralateral leg component (pxc141400/ 11748190), the physician felt resistance and difficulty to cannulate the contralateral leg component. An attempt was made to withdraw the endoprosthesis into the sheath for repositioning, however, the endoprosthesis did not come down. Upon withdrawal, it was noted that the delivery catheter appeared to be broken and the endoprosthesis had started to prematurely deploy. Both the device and the sheath were removed together from patient. Another device was implanted without any complications. The patient tolerated the procedure. The device was sent to gore for analysis. Further information will be provided.

Manufacturer narrative:
Device evaluated by manufacturer. The device was sent to gore for analysis. An engineering evaluation showed that the polyimide guidewire lumen had detached at the leading end of the trailing olive junction. It appeared that the detachment was due to a polyimide guidewire lumen¿s tensile failure while the trailing olive junction remained intact. Based on the current available information, the root cause for the premature deployment was due to detachment of the polyimide guidewire lumen. Additionally, based on the available information and evaluation of the returned portion of the product, the root cause for the polyimide guidewire lumen detachment could not be determined at this time. However, use outside of the IFU was noted and may have contributed to this event. According to the gore excluder aaa endoprosthesis instructions for use (IFU), ¿do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath and/or dilator if resistance is felt. Continued advancement or retraction against resistance may result in serious injury to the patient, damage to or breakage of the guidewire, catheter, or other device.¿ additionally, the IFU states: ¿do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.¿

Event description:
It was reported the physician did not encounter any significant resistance during catheterization. The sheath was advanced to the edge of the contralateral gate on the trunk-ipsilateral leg component. Resistance was felt as the contralateral leg component (pxc141400/ 11748190) was advanced outside of the sheath and into the contralateral gate. The physician decided to remove the contralateral leg component and reposition the sheath. However, it was reported that the contralateral leg component would not pull back into the sheath. The delivery catheter broke as it was pulled back into the sheath and the contralateral leg component started to deploy. Both the device and sheath were removed together from the patient. Another device was implanted without any complications. The patient tolerated the procedure. It was reported that the physician decided not to advance the sheath completely into the contralateral gate. It was reported that the patient had tortuosity and calcium with a proximal aortic neck angulation of 60 degrees.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was sent to gore for analysis. Further information will be provided.